Manufacturer narrative:
(B)(4). The customer reported a crack around the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery compartment side, cracked keypad overlay, scratched case. After battery installation, an illegible flashing white display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery board; pcba1--j7, j6, j4, components located at the top back side of the board; pcba2--j1, j2, flex cable terminal. In summary, the customer¿s report of a crack around the battery compartment was confirmed during visual inspection. The flashing white display noted after battery insertion is due mostly to the corrosion on the pcba2 j1 connector as well as the flex cable terminal. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack around battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.